Manufacturer narrative:
(B)(4): it was reported that the (B)(4) monitor was damaged as the result of a fall. This issue is being reported to the competent authority, as it was reported that the monitor fell. We have not yet been able to obtain information regarding whether or not this was a monitor accidently dropped by a user. This is not being considered a device malfunction. There was no report that the monitor fell from a mount, or that there was any malfunction of mounting hardware. Damage sustained in a drop/fall is not considered as a malfunction.

Event description:
It was reported that a (B)(4) monitor was damaged as the result of a fall. No pt harm was reported.